Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient had active bleeding at the extracorporeal membrane oxygenation and central line sites. The plan was to discontinue ECMO heparin and leave purge heparin as a single source for anticoagulation. The next day bleeding from ECMO sites overnight was noted and target activated partial thromboplastin time (aptt) at 40s. Three days later, therapeutic aptt. The pacing wire to be transferred to other side and for evacuation of hematoma just above the clavicle, left side. The patient remained on support wans was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.